Event description:
Pt developed v-fib during heart cath. Attempts were made to defibrillate the pt at 200 joules. The defibrillator was not charging. Attempts were made to charge the defibrillator again, but the defibrillator would not take the charge. Eval by biomedical engineering revealed the battery to be depleted. Additionally, a switching problem in the dc supply, which would not allow a switchover from dc to ac was identified. The power supply in the defibrillator was replaced.